Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ bc pro IV catheter "hair-like" foreign matter was entangled in the device. The following information was provided by the initial reporter, translated from japanese to english: this report is about the hair-like foreign matter. When the package was opened and checked for puncture, a hair-like matter was entangled in the product.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 22g x 1.00in. Insyte autoguard bc pro unit from lot number 2336530. Additionally, six photographs were provided for investigation. The photos are representative of what was returned. Only the catheter assembly was returned. Microscopic inspection of the unit found that a brown strand of foreign material was wrapped loosely around the catheter tubing. Based on the appearance of the foreign matter, it does not appear to be hair, but appears to likely be some type of plastic strand. At this time, we are unable to determine a root cause identifying the foreign matter. Our spectral analysis machine is currently under repair. Once our machine is repaired, we will continue our investigation and respond with the results. The source of the material could be either from manufacturing or the user environment since the IV catheter was received in open packaging and separated from the needle. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ bc pro IV catheter "hair-like" foreign matter was entangled in the device. The following information was provided by the initial reporter, translated from japanese to english: this report is about the hair-like foreign matter. When the package was opened and checked for puncture, a hair-like matter was entangled in the product.